Event description:
Sterile bundles were opened. Technician went to open a bag within the sterile bundle when she noted a hair in the items on the field. Consequently both tables were torn down. Replacement supplies and equipment had to be acquired and setup.